Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when a symptomatic patient presented with diaphragmatic stimulation to the clinic for follow-up, the device was found to be in backup vvi reset mode. A device download was performed successfully, and the device was reprogrammed to previous programmed settings. The patient was asymptomatic after and will continue with regular follow-up.